Event description:
While in bed, the pt sustained a major injury to her right calf. The actual incident was not witnessed, but it appears that the pt caught her right leg on the side rail and tore her calf through to the bone, approx six inches by three to four inches.